Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel'), fatal intracardiac thrombus ('blood clot broke free and went to her heart'), deep vein thrombosis ('blood clots from her knee'), pulmonary embolism ('blood clots to her chest into each lung'), visceral venous thrombosis ('blood clot across her stomach') and haemoglobin decreased ('hemoglobin was low') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), visceral venous thrombosis (seriousness criterion medically significant), menstruation irregular ("my periods only came every 2-6 month"), lyme disease ("lyme disease"), lung disorder ("my lung stop working"), pain in extremity ("sever pain in her right leg"), back pain ("felt pain coming from back pain"), cardiac disorder ("heart issue"), renal disorder ("kidney issue") and cerebral disorder ("brain issue"). Essure was removed in (B)(6) 2014 (hysterectomy). In 2017, the patient experienced impaired gastric emptying ("gastroparesis/ stomach issue"). On (B)(6) 2018, the patient experienced intracardiac thrombus (seriousness criterion death). In (B)(6) 2018, the patient experienced deep vein thrombosis (seriousness criterion hospitalization) with peripheral swelling and skin discolouration and pulmonary embolism (seriousness criteria hospitalization, medically significant and life threatening) with heart rate increased and was found to have haemoglobin decreased (seriousness criterion medically significant). The patient was treated with surgery (2nd surgery to remove clots on (B)(6) 2018 and surgery to remove clot), chest compressions for about 20 minutes and liters of blood. By the time of death, the allergy to metals, deep vein thrombosis, pulmonary embolism, visceral venous thrombosis, haemoglobin decreased, menstruation irregular, lyme disease, lung disorder, impaired gastric emptying, pain in extremity, back pain, cardiac disorder, renal disorder and cerebral disorder outcome was unknown. The patient died on (B)(6) 2018 and the reported cause of death was cardiac thrombosis. The reporter provided no causality assessment for back pain, cardiac disorder, cerebral disorder, deep vein thrombosis, haemoglobin decreased, impaired gastric emptying, intracardiac thrombus, pain in extremity, pulmonary embolism, renal disorder and visceral venous thrombosis with essure. The reporter considered allergy to metals, lung disorder, lyme disease and menstruation irregular to be related to essure. The reporter commented: patient had hysterectomy at (B)(6). Patient died at (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: blood clots from her right knee to her chest into each lung. Ultrasound scan - in (B)(6) 2018: blood clots from her right knee to her chest into each lung. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: intracardiac thrombus, lung disorder, irregular periods, allergy to metals, lyme disease, impaired gastric emptying, pain in extremity, back pain, cardiac disorder, renal disorder, cerebral disorder, hemoglobin decreased, pulmonary embolism, deep vein thrombosis, visceral venous thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new event blood clot broke free and went to her heart, gastroparesis , sever pain in her right leg, felt pain coming from back pain, heart issue, kidney issue, brain issue, hemoglobin was low wand, blood clots to her chest into each lung, blood clots from her knee and blood clot across her stomach were added. Reporter information was added. After internal review, the event allergy to metals was upgraded (medically significant and intervention required). Essure therapy dates were added. On 20-mar-2020: no new information was added. A (B)(6)-year-old patient who had essure previously inserted and removed (due to nickel allergy), died due to intracardiac thrombus, as a consequence of multiple thromboembolic events (deep vein thrombosis, pulmonary embolism, visceral venous thrombosis), around 4 years after essure removal. This case was received via social media with minimal information. Patient`s medical history, including risk factors for thromboembolic events were not provided. Nevertheless, considering the negative temporal relationship with essure and the physiopathology of the reported events, company excludes causality of the events to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel'), fatal intracardiac thrombus ('blood clot broke free and went to her heart'), deep vein thrombosis ('blood clots from her knee'), pulmonary embolism ('blood clots to her chest into each lung'), visceral venous thrombosis ('blood clot across her stomach') and haemoglobin decreased ('hemoglobin was low') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery in 2012, multigravida and parity 3. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have benign vascular neoplasm ("benign blood vessel tumor at t9 and t10"). In 2017, the patient experienced impaired gastric emptying ("gastroparesis/ stomach issue"). On (B)(6) 2018, the patient experienced intracardiac thrombus (seriousness criterion death), 4 years 9 months after insertion of essure. In (B)(6) 2018, the patient experienced deep vein thrombosis (seriousness criterion hospitalization) with peripheral swelling and skin discolouration and pulmonary embolism (seriousness criteria hospitalization, medically significant and life threatening) with heart rate increased and was found to have haemoglobin decreased (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), visceral venous thrombosis (seriousness criterion medically significant), menstruation irregular ("my periods only came every 2-6 month"), lyme disease ("lyme disease"), lung disorder ("my lung stop working"), pain in extremity ("sever pain in her right leg"), back pain ("felt pain coming from back pain"), cardiac disorder ("heart issue"), renal disorder ("kidney issue"), cerebral disorder ("brain issue"), physical disability ("broken down physically"), emotional disorder ("broken down emotinally") and mental disorder ("broken down mentally"). The patient was treated with analgesics, surgery (hysterectomy/ laparoscopic removal (B)(6) 2014, 1st surgery to remove clot in (B)(6) 2018 and 2nd surgery to remove clots on (B)(6) 2018), chest compressions for about 20 minutes and liters of blood. Essure was removed on (B)(6) 2014. By the time of death, the allergy to metals, deep vein thrombosis, pulmonary embolism, visceral venous thrombosis, haemoglobin decreased, menstruation irregular, lyme disease, lung disorder, impaired gastric emptying, pain in extremity, back pain, cardiac disorder, renal disorder, cerebral disorder, benign vascular neoplasm, physical disability, emotional disorder and mental disorder outcome was unknown. The patient died on (B)(6) 2018 and the reported cause of death was cardiac thrombosis and. The reporter provided no causality assessment for back pain, cardiac disorder, cerebral disorder, deep vein thrombosis, haemoglobin decreased, impaired gastric emptying, intracardiac thrombus, pain in extremity, pulmonary embolism, renal disorder and visceral venous thrombosis with essure. The reporter considered allergy to metals, benign vascular neoplasm, emotional disorder, lung disorder, lyme disease, menstruation irregular, mental disorder and physical disability to be related to essure. The reporter commented: patient had hysterectomy at 37. Patient died at 41. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: blood clots from her right knee to her chest into each lung. Ultrasound scan - in (B)(6) 2018: blood clots from her right knee to her chest into each lung. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: intracardiac thrombus, lung disorder, irregular periods, allergy to metals, lyme disease, impaired gastric emptying, pain in extremity, back pain, cardiac disorder, renal disorder, cerebral disorder, hemoglobin decreased, pulmonary embolism, deep vein thrombosis, visceral venous thrombosis, benign vascular neoplasm, mental disorder, emotional disorder, physical disability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events benign blood vessel tumor at t9 and t10, broken down mentally, emotionally, physical were added. A 41-year-old patient who had essure previously inserted and removed (due to nickel allergy), died due to intracardiac thrombus, as a consequence of multiple thromboembolic events (deep vein thrombosis, pulmonary embolism, visceral venous thrombosis), around 4 years after essure removal. This case was received via social media with minimal information. Patient`s medical history, including risk factors for thromboembolic events were not provided. Nevertheless, considering the negative temporal relationship with essure and the physiopathology of the reported events, company excludes causality of the events to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.